Event description:
While wearing the external equipment, the pt reportedly experienced overly loud sensations. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was not functional. The patient's device was explanted.